Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, an external pulse generator was used and lead parameters were checked and showed that all lead parameters were in range. After confirming the lead status, the ipg was connected and pocket closed. The ipg was intermittently capturing in the ventricles giving long pauses. The ipg was disconnected and again lead impedance were checked and the lead impedance were found to be in range. As a result, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.